Manufacturer narrative:
Findings: unable to prime during prime/a33 test due to faulty fsr.(gold). Unable to perform the excessive no delivery test and occlusion test due to faulty fsr. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated the piston blocked and no insulin infusion.